Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿beeping noise¿ could not be confirmed with the returned mobile power unit (serial # (B)(6) ). The mobile power unit (mpu) was powered on and booted up as intended. The mpu passed all tested per procedure, confirming all alarm activated when induced. Electrical measurement of the patient cable subassembly did not reveal any severed or shorted condition that could be potentially related. A root cause of the audible alarm issue could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) made beeping noises when it was in use and when it was not used. There was no evidence of damage, but the device was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.